Event description:
Pt experienced "blood-shot" eyes after 1/2 hour of wearing the lenses (new). Later that saturday evening (8pm) pt's eyes became puffy, swollen and glassy. Pt took both lenses out and applied cold/ice compress. Pt woke up sunday morning and eyes not improved. Pt reported event to MFR. MFR suggested that pt send the solution for evaluation. Sunday evening pt took benadryl and eye drops because she experienced a little itchiness. Pt went to see her ophthamologist monday morning and was prescribed eye drops. This is the first time pt experienced this incident in the 4.5 years of wearing the same product.